Event description:
Patient reported ¿yesterday I had an implant replacement because my breast was encapsulated, but when it was removed, it turned out that the left one was torn out! Allegran inspires tsf implant! Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b1 b5 b6 d1 d2 d3 d4 d6a d9 g2 h3 h4 h6. A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional confirmed left rupture and capsular contracture baker grade: I. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device and an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6.

Event description:
Patient reported ¿yesterday I had an implant replacement because my breast was encapsulated, but when it was removed, it turned out that the left one was torn out! Allegran inspires tsf implant! Healthcare professional later confirmed left side rupture and capsular contracture baker grade I. The device has been explanted.